Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that there are episodes of ventricular noise but there is no alert on the merlin website. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the pacemaker and the right ventricular (rv) lead exhibited noise over-sensing. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Correction: the correct event description in b5 should have been 'it was reported that the patient presented remotely via merlin.net. Transmission showed that the pacemaker and the right ventricular (rv) lead exhibited noise over-sensing. No intervention was performed. The patient was in stable condition.' Instead of 'it was reported that the patient presented remotely via merlin.net. Transmission showed that there are episodes of ventricular noise but there is no alert on the merlin website. No intervention was performed. The patient was in stable condition.'